Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Health professional reported right side "possible alcl." Diagnosis has not been confirmed with testing at this time. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional reported right side "fluid was aspirated and the tests confirmed the patient does not have alcl." Health professional additionally reported capsular contracture, baker grade iii.

Event description:
Health professional reported a deflation, and "being sick".

Event description:
Device has been explanted and discarded.